Event description:
It was confirmed that during the revision surgery, the leads were moved up and the patient was receiving good coverage afterwards.

Manufacturer narrative:
(B)(4)

Event description:
The patient experienced stimulation in the wrong location. She fell four times and the stimulation changed. The areas needed were unable to be stimulated after the falls. She had made an appointment with her physician to get an x-ray. Additional information has been requested.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011-04, product type: extension. (B)(4).

Event description:
The patient was scheduled to have a lead revision on (B)(6).

Manufacturer narrative:
(B)(4).